Event description:
It was reported that during the patient's first post-implant check a few weeks post-implant, during the atrial threshold test, there was no capture at any voltage including maximum output. However, when the outputs were manually programmed there was capture. It was also noted that the ventricular histogram shown v-pacing of 98.9%, despite the patient having conduction at 320 msec during the office check. The device was reprogrammed to mvp (managed ventricular pacing) mode and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri52 lead, implanted: (B)(6) 2014. (B)(4).